Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-sep-2005, UDI#: (B)(4). Product ID: 8637-20, serial#: (B)(4), implanted: (B)(6) 2018, product type: pump, ubd: 2020-01-28, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 60.0mg/ml; 15mg/day and marcaine 2.5mg/ml; unknown dose in an implantable pump for non-malignant and chronic low back pain. The patient medical history and concomitant medications were unable to be obtained. During a pump replacement procedure, the hcp was unable to aspirate the catheter. Aspiration was attempted from the old pump unsuccessfully and then again once the new pump was connected to the catheter unsuccessfully. The patient had no return of symptoms. It was noted a back table prime (19 minutes) was performed with the replacement pump. No further diagnostics/troubleshooting was performed. The catheter pump segment needed replacing. When the hcp went to remove the pump connector from the old pump, it broke off. The hcp would monitor the patient and perform a catheter dye study if it became necessary. The hcp decided to keep all the dosing information the same. It was noted there was a previous revision performed (no further information was provided; see mfg. Report# 3004209178-2018-03177). The pump and catheter segment were discarded by the hcp. It was unknown if the issue was resolved. The patient status was indicated to be alive with no injury. No complications were reported/anticipated.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that in 2018, their catheter broke off and they had morphine leaking out into their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.